Event description:
It was reported that the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The pcb and connectors were reseated and voltages were monitored; the system was stress tested. The system operates as intended.